Manufacturer narrative:
(B)(4). On 06/18/2023 customer called in with the following concern: pump was submerged in a water. P-cap locked in place properly during testing. After battery installation unit received with frozen medtronic logo. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to frozen display. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Corroded on the force sensor during visual inspection. Unable to download history files and traces using thus software due to display anomaly. Unit also received with cracked case corner of belt clip rails, cracked case battery tube, cracked keypad at select button and scratched case. In conclusion, unit was received with a frozen medtronic logo screen due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that pump was submerged in a water. Troubleshooting was performed and found that home screen did not appear on the display. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.